Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was unable to verify and duplicate the reported issue. During performance testing, it was observed that device would fail the 200 j test. The customer received a replacement device. Stryker evaluated the customer¿s device at the product assessment center (pac) and determined that the device failing the 200 j test is due to the hv charging circuit being inoperative. The suspected root cause component is u39, but it could not be confirmed. The issue of device being unable to power on was not able to be verified and duplicate and cause could not be established. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not power on. There was no patient use associated with the reported event.